Manufacturer narrative:
During inspection and testing, service found the following additional defects: the biopsy channel was perforated and had cuts. The image guide cover lens was damaged. The charge coupled device (ccd) cover lens was scratched and discolored. The ccd unit cable was too short, and the cover was peeled off. The light guide bundle had broken fibers. The nozzle was clogged. The connecting tube was scratched and dented and had surface residue. The scope body was damaged, and the universal cord was pinched. The suction cylinder paint was worn off. The scope connector was broken. The bending angulation was out of specification due to wear of the angle wires. The control grip unit, scope body, scope cover, universal cord, and switch box demonstrated scratches. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the distal end of the subject device was defective. The issue was observed during an internal check during reprocessing of the device. There was no patient or user injury reported. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the adhesive on the acoustic lens was observed to be peeled off or cracked. This report is being submitted for the malfunction found by service during the device evaluation (adhesive peeled off/cracked).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the cause of the event likely occurred due to stress and/or handling the device. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities."olympus will continue to monitor field performance for this device.